Event description:
It was reported that during surgery, when removing the extension from the stimulator, it was found that the bottom prong was stripped slightly elongating and exposing some coil. Impedance levels were tested and were normal. It was unclear whether the extension was used further. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation or process improvement.